Event description:
During surgery, the clip did not seat down into the base ring correctly; there was no bony interference from the burr hole. The surgeon stated he had to forego the clip and just use the cap. The surgeon supplemented this with a miniplate over the lead just beyond the edge of the base ring. No patient complications related to the issue were reported.